Manufacturer narrative:
(B) (4).

Event description:
The pt had pain around the ins along with a lack of effect and was unable to recharge. She went to the ER and was told the lead may have moved. X-rays were not taken. The pt met with the MFR rep on (B) (6) 2009. Impedance values were within normal limits and the battery life was acceptable. A few electrode polarity adjustments were made and the pt noted pain relief from the system. There were no add'l complaints or concerns.